Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an attempt was made to deploy the clip; difficulty was encountered while removing the device from the anatomy. The device was pulled out of the anatomy. The sheath was reported to be shredded and a small portion of the sheath was reported to be stuck at the end of the clip delivery tube. The clip was reported to be still in the device. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure a stent catheter failed to cross the lesion. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. A taxus liberte (mr) 32 x 2.50mm was advanced to treat the lesion but could not cross the lesion, despite several attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4): used for shredded sheath & clip stuck in tubeset.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed. The returned condition substantiated the reported shredded sheath and difficult device removal. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. It was found that the safety release was activated without having the thumb advancer unlocked and manually retracted using the access ports. Because the clip was fired, the safety release was no longer functional unless the thumb advancer was unlocked and manually retracted. The safety release button was dislocated and not considered a failure mode of the device due to an attempt to retract the locator wings to remove the device. One of the wings was detached from the distal retaining ring because the device was forcibly pulled out of the patient anatomy. However, the broken wing remained securely attached within the locator. Consistent with the reported product experience, the sheath was found to be shredded at the distal end, but was fully slit. Based on the investigation findings, the probable root cause for the damaged locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. The probable root cause for the shredded sheath is a tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may cause the garage leaves of the tubeset to puncture into the sheath and shred it while the tubeset is being distally advanced. Damaged wings and shredded sheath can interfere with the clip deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.